Event description:
The customer reported that when the nurse was connecting the tubing that was primed with argatroban to the patient access port, the tubing separated from the patient-side smartsite y-port. All medication and tubing had to be replaced. There is no report of patient harm.

Manufacturer narrative:
The customer¿s report that the tubing came apart just below the port was confirmed. Visual inspection observed that the vinyl tubing was completely separated from the distal smartsite outlet port. Fluid was leaking from the separation. Functional testing was not performed due to the separation. Visual inspection under magnification observed both sides of the vinyl tubing had insufficient solvent applied at the engagement. Dimensional analysis confirmed that the tubing measured within specification. The root cause that the tubing came apart just below the port was a manufacturing issue due to insufficient solvent being applied at the junction of the vinyl tubing during the manufacturing process.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that when the nurse was connecting the tubing to the patient access the tubing separated below the distal port. There is no report of patient harm.